Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('lost hers at 39 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("another sister lost hers at 39 weeks"). At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('lost hers at 39 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("another esister lost hers at 39 weeks"). At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.